Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, it was noted that the pacemaker exhibited a noise issue on atrial bipolar channel when the right atrial lead was connected. The pacemaker was not used. The physician resolved the noise issue by replacing the pacemaker with another device. There were no patient consequences.